Event description:
It was reported that the dvice displayed inappropriate measured data. There was an alert that the device had reached elective replacement indicator before the device was implanted. The device software code was downloaded and the device remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.